Event description:
It was reported that a hemorrhoidectomy procedure was performed. The purse string was completed and the instrument was inserted into the rectum, closed, and fired. Post firing the operator could not evert the instrument out, apparently the proximal purse string was still intact. Firing was done for another 2 times, still the proximal purse string was not cut. The surgeon had to cut the proximal tissue manually using a steel scalpel, and approximate proximal and distal manually using suture, to get the instrument out. There was no donut and apparently the knife only cut the distal portion, leaving the proximal part untouched. The or time was extended 30 to 90 minutes, changed intended procedure from stapling to suture.